Event description:
Pt was having PICC line inserted on (B)(6) 2015 at 4 pm. Neonatal nurse practitioner was inserting a PICC using a bd introsyte-n introducer when she noticed the introducer did not extend past the catheter to pierce the skin. When looked at closely the introducer was not secured to the base and could come completely out of the base. It was not in the baby when noticed. Introducer was saved and to be given to director on monday (B)(6) 2015.